Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, prior to the implantation procedure on (B)(6) 2018, the subject pacemaker was interrogated in its box for preparation purposes. Aai pacing mode and bipolar configuration for the atrial channel were programmed. Upon re-interrogation, the pacemaker was found in standby mode. Another pacemaker was implanted instead.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, prior to the implantation procedure on (B)(6) 2018, the subject pacemaker was interrogated in its box for preparation purposes. Aai pacing mode and bipolar configuration for the atrial channel were programmed. Upon re-interrogation, the pacemaker was found in standby mode. Another pacemaker was implanted instead.